Event description:
The pantera leo coronary balloon catheter was selected for treatment of a moderately calcified lesion (86% stenosis degree) in a severely tortuous segment of the mid rca. The device could not be delivered to the target lesion due to resistance. During the attempt to cross the lesion the device body became deformed.